Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received intermittent inaccurate fill estimates. Customer's blood glucose (bg) level was "high". Reportedly, the customer reverted to manual injections to address bg level and for continued insulin therapy.